Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 65 mm diameter thoracic aortic aneurysm in zone 2. It was reported that a follow up CT exam performed, revealed a new type ia peri-prosthetic endoleak. It is noted that this led to a serious deterioration in the patient and resulted in hospitalisation and endovascular intervention to perform embolisation. It is noted that imaging confirmed the resolution of the endoleak. As per the physician, the cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.